Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) evaluated both units mentioned in the call. For the first analyzer, he found a residue that had splashed up on the lens. He performed a daily startup and a substrate measurement levels changed and thus needed recalibration. On (B)(6) 2015, fse evaluated the second analyzer. He replaced all 3 syringe tips, the 3-way solenoid valve, and the sample nozzle. He performed a precision test and got very good results. Level 3 controls were hight on the second analyzer, therfore the fse performed decontamination procedure. He also ran multiple analite controls controls on both units and all controls between the two units produced results within 10% of each other (acceptable). No further activities were required. Most likely cause for this event was a contamination of the substrate 3-way valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported ipth recovery issues with aia-360. The customer complained about the reproducibility of the analyzer compared to the aia-360 that sits next to it. She stated that the other aia-360 calibrated and hold qc range very well compared to the aia-360 she is calling about. The customer ran a patient sample on the analyzer obtaining a result of 80 pg/ml and then when it was re-run again on the same analyzer she got a result of 120 pg/ml. The customer reported discrepant patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in reporting of discrepant pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.